Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info has ben requested, but not yet received. Associated MDR #1018233-2012-01935, 1018233-2012-01933, 1018233-2012-01934.

Manufacturer narrative:
(B)(4).